Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with l5-s1 spondylolisthesis with l5-s1 pseudoarthrosis and underwent the following procedures: revision, bilateral fusion, l5-s1, using rhbmp-2 bone morphogenic protein with bone graft matrix and crushed cancellous allograft bone. Posterior lumbar interbody fusion, l5-s1 using allograft milled bone prosthesis. Posterior spinal instrumentation, l5-s1. Intraoperative neural monitoring. As per op-notes, ¿on our back table, we had prepared some rhbmp-2 bone morphogenic protein and wrapped it in a burrito-type fashion around bone graft matrix, I decorticated at l5-s1 using a bur and curette and then placed our rhbmp-2/bone graft at l5-s1 for revision bilateral lateral fusion. I then added some crushed cancellous allograft bone to the fusion construct.¿ the patient tolerated the procedure well and no complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.